Manufacturer narrative:
Exactly catalog # is unknown, but either igtcfs-65-1-jug-tulip or igtcfs-65-1-fem-tulip was used. The investigation is in progress.

Event description:
A gunther tulip vena cava filter was implanted in a female patient in (B)(6) 2011, insertion side unknown. On (B)(6) 2013 it is alleged that a single leg fracture was found in the asymptomatic patient on a routine x-ray. A single tulip leg appears to have become totally separated from the non-migrated tulip body and sits inferiorly to it. A secondary leg (tulip petal wire) can be seen superior to the tulip body and is probably still attached. Initial thoughts are to not attempt removal from this patient (who has a malignancy) for fear of freeing loose the leg and causing it to embolize to a worse location. The physician is not planning to remove the fractured filter leg at this time and the patient will be monitored.